Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded in the device. The reload was received partially loaded and with only six staples present. In addition, it was noted that the lockout was activated. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties and the staples were noted to have a proper b-formation. It should be noted that when manipulating the device, only the closing trigger should be grasped until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated, it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a video assisted thoracic surgery with lobectomy procedure, the device fired malformed staples and there were staples protruding into the pulmonary vein. Another device was used to complete the procedure. No adverse consequences reported.

Event description:
A report was received that the patient would undergo an ipg revision due to difficulty charging. The physician replaced the ipg and the patient was reportedly doing fine.